Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent system was used during a stent implantation procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment of stricture due to cancer. The stricture was located in the distal esophagus and was 4cm in size. The patient was not noted to have tortuous anatomy and the stricture was not dilated prior to stent placement. During the procedure, the user was unable to retract the deployment suture to release the stent. The stent was unable to be deployed at all inside of the patient. No visible issues were noted to the device. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Based on the device analysis, which indicates that the stent was received partially deployed, this is now considered a reportable event.

Manufacturer narrative:
Date of birth: although the exact date of birth was not provided, the patient's birth year was reported to be 1963. (B)(4): evaluation findings of stent deployment issue (partial deployment). A visual examination of the returned device found that the distal end of the stent was partially deployed by approximately 10mm. During a functional analysis, it was possible to retract the remained of the deployment suture and deploy the stent without issue. No issues were noted with the deployed stent or with the shaft of the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.